Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure. The patient's blood glucose (bg) values reached over 200 mg/dl.

Manufacturer narrative:
The pod was returned with the needle mechanism in the not deployed position. Inspection of the pod data shows the pod encountered a drive stall with timeouts. This drive stall caused the pod to encounter an 0x5c "open count too low at end of prime" alarm. This drive stall can be confirmed as the root cause of the user reported events. The pod ran for 52 pulses before it alarmed. Inspection of the pod found it to be free of any abnormalities that would lead to the observed drive stall in the data. Due to the inability to retrieve rerun data and the lack of abnormalities the exact cause of the observed drive stall could not be determined.